Manufacturer narrative:
Due to character limitation in e1, event site state - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported through a direct call from the customer to the emergency support program that, sensation plus 50 cc intra-aortic balloon (iab) had an iab optical sensor failure alarm on a cs300 during use. There was no patient harm. (B)(6) the ICU rn denied any kink or fold in the fo cable and stated that he had already unplugged and re plugged the fo sensor cable once before. Esp team asked him to repeat the step, verifying that it was arrow to arrow and seated appropriately. Then reviewed the steps to transition from fo to transducer as the pressure source and requested he coil, tape and label the fo cable as ¿fiber-optic sensor failure. Do not use.¿

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Additional point of contact person name: jessica brown. No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received via a direct call to the emergency support program from peter, an ICU rn at integris southwest medical center, regarding an iab optical sensor failure alarm on a cs300 during use, with no patient harm reported. Peter confirmed there were no kinks or folds in the fiber-optic cable and had already attempted unplugging and re-plugging the sensor. Esp support guided him to repeat the reconnection step, verify proper alignment, and transition from fiber-optic to transducer as the pressure source. He was instructed to coil, tape, and label the fo cable as ¿fiber-optic sensor failure. Do not use.¿ complaint details were documented, and a biohazard kit was requested for return. Based on the description, the fiber-optic sensor failure due to internal cable or sensor malfunction, not related to external handling (no kink/fold observed). The failure persisted despite proper reconnection, indicating a hardware defect in the fo sensor or cable assembly. The customer requested a biohazard kit for return. The root cause of the failure cannot be determined at this time because the device has not yet been returned. The investigation write up will be updated once the device is received. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.